Event description:
A hospital nurse reported that a video image appeared fuzzy and the laparoscope could not be focused while in use. The procedure was completed with a second scope and there were no complications associated with the occurrence.